Manufacturer narrative:
As reported by legal team, approximately eleven years post initial tka, patient had a revision for an unknown reason. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
As reported by legal team, approximately eleven years post initial tka, patient had a revision for an unknown reason.

Manufacturer narrative:
Additional information: a2, b5, b6, d1, d4 all, d8. G4 510k, h4, h6 medical device problem code/ worn, h7, & h9. Pending investigation.

Event description:
Additional information received via legal department- revision of right knee arthroplasty on (B)(6) 2022 [relevant information] preoperative diagnosis- right knee polyethylene wear, osteolysis and synovitis with severe distal femoral bone loss, status post right total knee arthroplasty. Postoperative diagnosis-same with failure of tibial locking mechanism findings: right knee polyethylene wear, synovitis and osteolysis with severe distal femoral osteolysis with severe distal femoral osteolysis and bon loss, mil-moderate medial proximal tibial osteolysis. 59 yo male with severe right knee pain and swelling resulting from polyethylene wear and osteolysis with bone loss severely affecting the femur. Synovial tissue was proliferative in appearance, consistent with soft tissue response to wear debris. Stability exam revealed: gross laxity to varus and valgus stress in the setting of polyethylene wear. Posterior drawer revealed failure of the tibial insert locking mechanism with visible mobility of the tibial insert relative to the tibial tray. Evaluation of implant fixation revealed: no gross loosening of the femora, tibial or patellar implants, although sever femoral and mild tibial bone loss were apparent. Massive cavitary loss of distal femoral bone was noted. The patella implant was well-fixed and was retained, as the underlying bone stock appeared compromised on the preoperative radiographs, which could have resulted in failure to achieve robust fixation were the implant to be revised. A sterile portable, disposable, closed-incision, negative-pressure wound therapy dressing was applied to reduce the risk of wound complication in this patient deemed to be at increased risk of wound complications due to the revision procedure. The patient was awakened from sedation without complication and transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The revision reported is most likely due to prosthesis wear over the course of 11 years of implantation in a relatively young, male patient. However, the prosthesis wear and contributions from the patient¿s implant positioning, instability, and/or additional patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was provided.